Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pacemaker cannot be loosened. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of setscrew could not be loosened was not confirmed. Analysis revealed that the setscrew had been removed from the device in the field and the setscrew was not returned for analysis. The analysis cannot be performed without the setscrew and no conclusion can be reached on the cause of the setscrew problem in the field.